Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the left-sasi device revealed moderate wear, which is consistent with multiple uses in a clinical setting. However, no signs of damage that could have contributed to the reported event were observed. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed using the saw wing fixture (ref. 501426014_ nomwings). The assessment found that the left-sasi saw clamp lever articulated freely without the saw wing fixture engaged. However, during functional testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. The overall complaint was confirmed as the observed condition of the velys saw interface left would contribute to a device issue. The connection issues between the sasi and saw handpiece are known product issues. The connection issues with the saw handpiece, is a known product issue and is addressed per CAPA raised on may 9, 2022. The complaint has been evaluated and confirmed the issue is within scope of CAPA. The risk assessment for such failure mode was addressed in CAPA. Corrective actions were addressed and implemented via action plans updating saw clamp component specifications, tolerance stacks, and clamp assembly setting conditions. The corrective actions were implemented at different times during production. Based on the lot number (j45388) of the current device, this device was manufactured before all of the associated corrective actions were implemented. Device history the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Faulty velys saw interface. Lever damaged/ loose. Identified during jawbone demo on an unknown date. No patient consequences.